Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 and found there was contamination and blockage in the ise tubing. The fse replaced the ise tubing to resolve the issue. The fse cleaned the analyzer and ran samples with acceptable results. The fse verified the analyzer resumed to normal operation. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported two (2) patients had high and low results for ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. The samples were repeated on another au analyzer with normal results. The customer did not report the initial results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for two patients.